Event description:
Additional information received reported that a revision was performed; the spinal segment was replaced, and cerebrospinal fluid (csf) flow was restored. A catheter kink was noted at the distal segment. Diagnostics included a dye study (as previously reported), and the issue was resolved. The patient symptoms included less than 50% therapy relief. The location of the issue or symptom was the catheter track. The patient status at the time of the report was alive-no injury. The patient was recovering and doing well. Therapy was restored based on access to csf from the catheter access port (cap).

Event description:
It was reported that the catheter was being replaced, as during back surgery the surgeon had to remove the catheter, and when he did he kinked the catheter. It was noted that it was not due to mechanical issues,it was believed that is was due to being moved during the other back surgery. The back surgery was not related to the device, as the patient's spine is going from one vertebrae to the next. Since (B)(6) 2014, the patient was not getting any pain relief. The health care provider (hcp) keeps increasing the dosage, so they could use a bolus every 4 hours, but the patient was waiting around (2 hours 2.5 hours) to get some relief. The patient was only sleeping maybe 2-3 hours a night. The hcp had been changing the medication and dosages trying to get the patient some relief. It was reported that a cathogram (pump catheter dye study) was done yesterday (2015-(B)(6)) in preparation for surgery on 2015-(B)(6) for replacement of the catheter. The patient was unsure if they were going to have another back surgery or redo the pump. The catheter was intact to pump. The catheter tip was on the left at t11 and lateral, and the dye spread well superior. The catheter did not aspirate well prior to injection. Intermittent aspiration was obtained and contrast was then injected prior to injections of medications. The patient tolerated the procedure well, and was discharged without complications. A bolus was done to replace the catheter volume. The drug that was used via the device system was fentanyl, clonidine, bupivacaine. The patient outcome and intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).